Manufacturer narrative:
Device 8 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom . On (B)(6) 2024, it was also reported that the patient faced infusion set cannula bent event in with 10 infusion sets. The event occurred within 3 hours of using the infusion set. The site of insertion was identifies to be thigh and abdomen .the patient was treated by changing the infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.